Event description:
It was reported to lumenis in a foreign country, that a patient has a depigmented spot (hypopigmentation). The patient had received lightsheer treatment for hair removal a year ago and recently reported this condition to the user facility.

Manufacturer narrative:
Device was not evaluated. Patient's treatment took place over a year ago and user facility has not had any other similar incidents reported. Lightsheer operator manual states, that hypopigmentation is a possible side effect of treatment.